Event description:
It was reported that the patient's leads were explanted approximately two months after implant because of a bacteremia infection. There were no patient symptoms or injuries related to this event.

Event description:
Additional information received reported that the infection was localized in the incision where the connection was. The patient was cured of the infection and they were retrying placing new leads.

Manufacturer narrative:
Product ID 388928, lot# 0206151290, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead product ID 388928, lot# 0206151288, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).